Event description:
On november 1, 2006 the lay user/patient contacted lifescan alleging that his one touch ultra meter was reading inaccurately high. The senior medical affairs specialist mailed a letter since the patient could not be reached for additional information/clarification. The patient claimed that he had been obtaining elevated readings; however, he was unable to locate the results in the meter memory when speaking with the customer care advocate (cca). The cca located results of 258 mg/dl and 217 mg/dl, obtained within 2 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results did not exceed the expected value of <=20% an/or <= mg/dl. Based on the alleged elevated results, the patient reported administered 6 units of humalog insulin. He then developed "low blood" glucose symptoms of dizziness and nausea. He did not attempt to test during or after experiencing symptoms. It would have been helpful to know how long the meter had been high, approximate results obtained on the day of concern, his insulin regimen, if he sought any medical attention, if he administered self-care after developing symptoms, his usual blood glucose readings, and at what blood glucose would be normally develop symptoms of low and high blood glucose. The cca discovered that the patient would not wash his hands. The patient did not have control solution to perform quality control testing. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged obtaining high results, administering insulin based on the results, and developing nausea and dizziness which he attributes to having a low blood glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.